Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar ii quantity returned: 1 product code (sku): ps100-102rf, serial: (B)(4) testing performed: visual inspection: no damage found visually related to the reported issue. Functional inspection: issue 1: (B)(4): generator successfully completes the power on self-test and waveform evaluation, generator did not power down during investigation. Issue 2: (B)(4): all service devices plugged into the monopolar receptacle without issue. During servicing an additional failure occurred: issue 3: after hardware and software upgrades the generator fails for coag 6 ¿leakage current out of spec, measures high. Replacing the rf board resolves the issue. Lhr review: generator last received at bit on 5/16/2013 as a non-complaint. Investigation conclusion: issue 1: (B)(4): not confirmed issue 2: (B)(4): not confirmed issue 3: confirmed issue 1 and issue 2 could not be confirmed, issue 3 occurred during testing after hardware upgrades were performed. Cause of issue 3: a component on the rf board failed for unknown reason causing the high leakage current at coag 6 setting. The impact to functionality is the potential of excess rf leakage current to end user. Replacement of rf board solves the issue. (B)(4).

Event description:
During analysis of the generator for an unrelated issue the service department identified that the generator produced excess rf leakage current due to a component failure. Due to the excess rf leakage, the incident was deemed reportable due to potential harm.